Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 800 mg/dl. Customer¿s current blood glucose level was 137 mg/dl. Drive support cap was normal. Customer was wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.